Event description:
During a serratus facia flap procedure for a head defect, a 4.0 mm coupler was used. While attempting to place the vessel on the coupler pins, the first coupler pin bent. The vessel was a thin-walled facial vessel, approximately 4.5mm in diameter. The 4.0mm coupler was removed and another 4.0mm coupler was used to complete the anastomosis.

Manufacturer narrative:
The coupler device has been returned, but has not yet been evaluated. A supplemental MDR will be sent as soon as the device eval is completed.